Event description:
Reportedly, during the f/u performed on (B)(6) 2011, pt f/u data were normal; particularly, the residual longevity was 186 months. However, during a f/u performed on (B)(6) 2011, while the programmer date was incorrect ((B)(6) 2011 at 16h04), the residual longevity was 7 months. When the programmer date was corrected, the residual longevity was 195 months. A clarification is required to explain the residual longevity variation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.